Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced a lower urinary tract infection. The "soc post op" visit urinalysis (ua) was positive for nitrite and leukocytes on (B)(6) 2015; it was sent for culture and sensitivity. The patient was prescribed nitrofurantoin 100 mg bid x5 days on (B)(6) 2015. The ua was then repeated and came back negative on (B)(6) 2016. The event was considered resolved/recovered with no sequelae as of (B)(6) 2016. There were no further patient complications reported in relation to this event. Related to MFR# 3011770902-2016-00047